Event description:
The surgeon reported a system message displayed while using the fragmentation handpiece. The system was switched out and the case was completed as planned. There was no significant delay. No patient injury was reported.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).